Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. The pipeline flex pushwire was returned within the phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. In addition, the distal hypotube, pads, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the pushwire was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have migration after deployment and catheter kick back. No defect was found with pushwire. The braid was returned detached from pushwire and was found to be damaged. However, the root cause could not be determined. In addition, the phenom 27 catheter could not be confirmed to have difficulty navigation and catheter kick back as no defect was found with phenom 27 catheter. No resistance was observed during testing. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline and phenom suddenly fell together. The patient was undergoing dense mesh flow-diverting stent device implantation surgery for treatment of a saccular, unruptured left internal carotid artery posterior communicating segment aneurysm with a max diameter of 8.45 mm and a 6.42 mm neck diameter. The landing zone was 4.46 mm distally and 4.35 mm proximally. The access vessel was the femoral artery with a diameter of 9.88 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) was normal reaction level. The angiographic result post procedure was good. It was reported that the lesion was an intracranial aneurysm located at the c7 segment of the internal carotid artery. A ped-425-25 was selected for implantation. After adequate hydration, the ped-425-25 was delivered to the stent delivery catheter. The stent was deployed normally. Upon withdrawing the stent delivery catheter and advancing the delivery guidewire, the radiopaque coil at the tip moved into a branch of the middle cerebral artery. Additionally, there was a vertical bend at the end of the internal carotid artery, and the operator was hesitant to advance the delivery guidewire further, fearing that the radiopaque coil at the tip would perforate the branch vessel. While fixing the delivery guidewire and withdrawing the stent delivery catheter, the stent and catheter suddenly fell together. After partially retrieving the opened distal end of the stent back into the catheter, the plan was to withdraw and deploy the stent by advancing the intermediate catheter. However, due to a protrusion at the aneurysm neck, the tip of the intermediate catheter became lodged between the aneurysm and the vessel wall. Multiple attempts to advance the stent delivery catheter failed, and the procedure was prolonged. To avoid surgical risks, both the stent and catheter were removed. To ensure patient safety and the smooth progress of the procedure, the stent delivery catheter was replaced and a ped-450-20 stent was used instead to complete the operation successfully. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a ruikangtong 5f115 intermediate catheter, phenom27 fg15150-0615-1s.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (230755172); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no friction or other difficulty during delivery or positioning. The pipeline did not jump during deployment. Only one pipeline was in use. The tip of the catheter was not under stress; however, the tip of the catheter was moved during pipeline deployment. The cause of the event was not determined.